Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/08/2014 with the following findings: the pump was returned with no visible damage to the keypad cover. The keypad buttons could not be investigated due to internal moisture damage. The keypad cover was removed and no contamination was found under any of the keypad button contacts. There was visible evidence of moisture behind the display lens. There was no moisture found in the battery compartment. The pump was unresponsive when attempted to power on. The leak test failed due to a battery compartment leak. The pump was opened and moisture was observed on internal components of the pump.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. The reporter alleged that the ok, up arrow and down arrow keypad buttons were under responsive. It was alleged that there was evidence of moisture in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.